Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The cannula was inspected and two kinks were found. The first was located at 0.13" which aligns with the forward edge of the base and is known to be caused during shipment back for evaluation. The second was 0.31" from the distal tip. The reservoir was filled with colored water and the ratchet rotated 180 degrees. Colored water from the reservoir was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The customer stated in the case noted that a kink was found in the cannula upon removal of the pod from the skin. It is possible that the cannula pulled out during use which caused the kink, but this could not be determined conclusively. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check for their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report a pod that when he went to bed his bg was in range and when he woke up his readings were in the 400's. When customer removed pod, he noticed the cannula was kinked. No further information reported. The device is being returned for evaluation.